Event description:
Additional information received, this event occurred upon opening and prior to patient contact.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. (B)(4).

Event description:
A customer reported foreign matter, a scratch on the surface and a broken haptic on the intraocular lens (iol). The surgery was completed without patient harm. Additional information is requested.